Manufacturer narrative:
The customer was sent a replacement pump and has since not reported any issues. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that the transformer housing for her pump in style advanced personal double breast pump had fallen off, indicating a breach.